Manufacturer narrative:
An event of atrial fibrillation, tachycardia, and dyspnea was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Information from the field indicated that the patient had pre-existing atrial fibrillation. It was believe the caused of tachycardia and atrial fibrillation attributed to exacerbation of the patient's preexisting condition/past medical history. Based on the information received, the cause of the reported event appears to be related to patient conditions. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet occluder was successfully implanted using a 14f amplatzer torqvue 45x45 delivery sheath. There was no difficulty implanting the 25mm amplatzer amulet occluder. There was no clinically significant delay in the procedure reported. It was noted post-implant that the patient developed tachycardia and shortness of breath. An electrocardiogram was performed and revealed atrial fibrillation with rapid ventricular rate at 130 beats per minute (bpm). The patient respiratory rate was between 28-32 respiration per minute. The decision was made to place the patient on 4l of oxygen and administered intravenous digoxin and lasix. On (B)(6) 2023, the patient converted back to sinus rhythm, but later that same day the patients atrial fibrillation returned with heart rate of 100-110 bpm. The patient was given an extra dose of digoxin. The patient remained hospitalized an additional day for observation. On (B)(6) 2023, the patient was converted to sinus rhythm. The patient was discharged in stable condition with a regimen of at home doses of tikosyn and coreg. The cause of tachycardia and atrial fibrillation attributed to exacerbation of the patient's preexisting condition/past medical history. There is no allegation of malfunction against the abbott device or procedure.